Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s prior dexcom sensor detached and a replacement did not arrive, leading the user to purchase a sensor out of pocket; when attempting to start the new sensor with the ilet, the app confirmed warmup but then displayed repeated ¿replace sensor¿ messages and became stuck on pairing despite troubleshooting that included toggling g6/g7 selection, ilet restart, magnet swipe, and reentry of the pairing code. Symptoms included none reported. Outcomes included elevated blood glucose of 201 mg/dl managed by fingerstick entries and continuation of pump dosing until the dosing time ended, without alerts, outside assistance, or medical intervention. Investigation included guided troubleshooting and education on pairing and allowing time for connection. Investigation of this case revealed a failure to establish cgm communication and sensor start, consistent with a sensor pairing or replacement requirement that prevented integration with the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction related to cgm pairing and sensor start failure.